Event description:
The PICC line luer hub cracked causing a leak. The PICC line was discontinued, and a new PICC line was placed. We are reviewing incidents to determine whether it is a product problem or over-tightening of the luer cap by nursing staff.